Event description:
It was reported to medtronic minimed that the customer experienced blood at sensor insertion site and also reported a difference between sensor glucose and blood glucose values. The event involved product mmt-7040a. Troubleshooting was performed for site issues and declined for the sensor glucose vs blood glucose. The customer reported blood glucose value was 84 mg/dl and the sensor glucose value was 59 mg/dl. The customer noticed that difference between sensor glucose and blood glucose was more than 30%. The sensor accepted a calibration of 137 mg/dl, and the sensor readings became more accurate after that. No further patient complications were reported. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.